Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge following support instructions, removed o-ring from pneumatic tap, cleaned area with alcohol wipe or lint-free cloth, reloaded original cartridge through load menu, and then resumed insulin therapy successfully.